Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post implant follow-up, anomalous values were seen on the atrial lead. X-ray imaging revealed that the lead had become dislodged. The lead was successfully revised on (B)(6) 2015. The patient was noted to be in good condition throughout the event.